Event description:
Hill-rom technical service received a report from the account stating the bed will not place a nurse call. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical service advised the account to isolate siderails and also swap sidecom power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. Hill-rom technical service has made three attempts regarding a resolution to this contact line, with no response. Based on this info, no further action is required.